Manufacturer narrative:
Submit date: 5/19/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the sleeve packs have miss counts in them. Some of the packs have an extra band of ten, some packs have bands that contain less than ten, and some bands have more than 10.